Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information that was received about the event.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the initial MDR and the legal manufacturer's final investigation. Additional information: h4, h6, and h10. Corrected fields: e1 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. A definitive root cause could not be determined. However, based on the results of the investigation, it is likely that the no-image signal from any of the outputs and the front panel indicators were all lit up and frozen, which was caused by the defective patient circuit board. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the display of the evis exera iii video system center did not turn on. The issue was found during preparation of use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no image signal and that the front panel indicators lit up and were frozen due to a printed circuit board malfunction. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.